Manufacturer narrative:
Concomitant medical products: 4269-45 lead, implanted: (B)(6) 1995, dtba1d1 crtd, implanted: (B)(6) 2017, 694958 lead, implanted: (B)(6) 2005, 5866-38m adaptor, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the left ventricular (lv) leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.